Event description:
Caller reported a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Customer received complete pump reset information from technical support, who guided them through the process. After the reset, the pump did not display the error code again, and the customer successfully started their sensor session.